Event description:
The co was requested to check the anesthesia machine two days after the date of the reported event. The user facility reported that they did not believe that the anesthesia machine caused or contributed to the event and in fact had continued to use the anesthesia machine after the reported event with no anomalies observed. They reported that a 48 y/o male could not be awakened after brain surgery. Vital signs and oxygen saturatin were reportedly good throughout the procedure no malfunctions or adverse signs reportedly occurred. The pt was reportedly disconneced from life support two days after the event. A cause of death was not reported. The user facility stated that the request to get the machine checked was just to cover all bases, at the request of hospital administration.